Event description:
It was reported that during an ablation procedure, the laser power was at 100% and "everything was normal". In the second acquisition, surgeon bumped the power up to 120% and saw cold pixels almost immediately. The laser power was then turned back to 100% very quickly, but this did not alleviate the cold pixel data. The acquisition was then stopped, the laser remained at 100% firing power, and the acquisition was restarted. There were no blue pixels then. There were no patient complications reported in relation to this event. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.